Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 11 november 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the stem appeared to be questionably somewhat sunken in. At this time there is no new information that would change the existing MDR decision as it is not confirmed the stem had sunken in. The complaint was updated on: 20/11/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of stem because patient had never been free of pain.